Manufacturer narrative:
The tandem t: slim pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10-15 minutes), and also avoiding frequent full discharges. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer received a low power alert due to the battery not being charged for the past week. The pump ultimately shutdown and reset. Customer was not sure if blood glucose level was impacted. During troubleshooting with tandem technical support, customer was reminded to charge pump daily.